Event description:
It was reported that the patient went to the emergency room with complaint of chest pain, vomiting, wheezing and pain near the ribs. The right ventricular lead threshold had increased, the impedance was high and there was no capture. The computerized axial tomography scan showed the lead had dislodged and was lying against the chest wall. The lead had perforated the myocardium and pericardial sac. A chest tube was inserted into the pericardial area for the pleural effusion. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism. There was tissue on the helix.